Manufacturer narrative:
(B)(4). Device evaluated by MFR: received one flexima biliary reg ro 8f/35cm catheter device with metal cannula, luercap (septum) in the original opened pouch with product label together with the packaging card. No residue was present on the device indicating it had not been used. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the pigtail. It appears that the coated section of the catheter device stuck to the packaging card (insert) which is packaged inside the pouch with the catheter. Also, the pigtail of the catheter was kinked/flattened at the distal suture hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while preparing for a biliary drainage treatment procedure, the device was noted to be crushed and foreign material was found on the device. A flexima biliary 8f 35cm was selected. It was confirmed prior to opening that the device appeared to be damaged. Once opened, it was found that approximately 1/4 inch segment of the loop end of the catheter was crushed. Furthermore, a very small piece of paper was stuck to the catheter. It was reported that it appeared to be remnants of adhesive that had been pulled off with a small segment remaining. The device did not come in contact with the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that while preparing for a biliary drainage treatment procedure, the device was noted to be crushed and foreign material was found on the device. A flexima biliary 8f 35cm was selected. It was confirmed prior to opening that the device appeared to be damaged. Once opened, it was found that approximately 1/4 inch segment of the loop end of the catheter was crushed. Furthermore, a very small piece of paper was stuck to the catheter. It was reported that it appeared to be remnants of adhesive that had been pulled off with a small segment remaining. The device did not come in contact with the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.